Event description:
Pt underwent left cardiac catherization with multiple ptca's and stent placement fluoroscally guided. The fluoroscope was used for a total of 113 minutes with high dose mode operating at times during the procedure. 2 days post-catherization. Pt was noted to have 2 areas of burns on his right back.